Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product, capsular contracture with....baker grade I on the left, and a rupture¿ against left side device. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. ¿ rupture: not observed.. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ wear abrasion observed. ¿ red and white particles on the surface of the shell.

Event description:
Physician reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product", capsular contracture baker grade I, and a "rupture¿ confirmed via mammogram and ultrasound. Physician additionally reported left side "hole in radius edge" was observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.